Event description:
It is reported that the device fractured at an unknown time and place. Device was noted as fractured in the sterilization department.

Manufacturer narrative:
Report source: (B)(6). The device was returned for further review. Visual examination found that the returned tasp found a fracture on the lateral side of the post feature. Outside of the fracture only minor damage was noted. DHR was reviewed and no discrepancies were found. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device. As per package insert this is known risk of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.